Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective tube lifter with a broken ldd wire in the problem area of the pipetter assembly. The fse cleaned the sleeve and replaced the tube lifter assembly. Tip clamp and compression spring. The instrument was inspected, tested without further problem, and returned to service.